Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced atrial undersensing as noted on the stored electrograms and current electrogram. The ra lead remains in use. No patient complications have been reported as a result of this event.